Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: customer had recently replaced the mixer assembly, full service software and calibrations carried out and passed. They were doing user checks and reported the vent showing te 231002 but informed me they were using it in niv-st with a peep of 10 and they removed the test lung. They were doing user checks and reported the vent showing te 231002 but informed me they were using it in niv-st with a peep of 10 and they removed the test lung. No patient involvement.

Event description:
The following was reported to hamilton medical ag: customer had recently replaced the mixer assembly, full service software and calibrations carried out and passed. They were doing user checks and reported the vent showing te 231002 but informed me they were using it in niv-st with a peep of 10 and they removed the test lung. They were doing user checks and reported the vent showing te 231002 but informed me they were using it in niv-st with a peep of 10 and they removed the test lung. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, d1, d2a, d3, d4, g6, h2, h4, h11.